Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification for the customer reported issue of a 'blank screen when a battery was attached', and was not reproduced during evaluation. No battery was returned with the device and the evaluation did not reveal a device malfunction related to the failure. The reported condition was not verified. The device was functioning normally. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen when a battery was attached. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.